Event description:
It was reported that after the procedure, the patient experienced a left temporal stroke with speech issues. The physician changed the p2y12 inhibitor from brilenta to efficient. No other information was provided.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that after the procedure, the patient experienced a left temporal stroke with speech issues. The physician changed the p2y12 inhibitor from brilenta to efficient. No other information was provided. Update information: additional information received on 19-jul-2022 confirmed that the reported event as the patient was non responder to the plavix and the physician does not think the stroke is related to the placement of the subject stent device. In the physician¿s opinion, there was no alleged malfunction of the subject stent device during the procedure and the subject stent device functioned properly. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 19-jul-2022

Manufacturer narrative:
B1 product problem: correction: ¿no adverse event ¿ b2 outcomes attributed to ae: correction: ¿no outcomes attributed to ae¿ h1 type of reportable event: correction: ¿no serious injury¿ device code grid: correction: ¿no apparent adverse event¿ f10 / h6 health effect - clinical code: correction: ¿no clinical signs, symptoms or conditions¿ f10 / h6 health effect - impact code: correction: ¿no health consequences or impact b5 executive summary: updated. Additional information received on 19-jul-2022 confirmed that the reported event as the patient was non responder to the plavix and the physician does not think the stroke is related to the placement of the subject stent device. In the physician¿s opinion, there was no alleged malfunction of the subject stent device during the procedure and the subject stent device functioned properly. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 19-jul-2022 the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question